Manufacturer narrative:
(B)(4). Date sent to FDA: 05/17/2016. (B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported that the patient underwent a total abdominal hysterectomy and salpino-oophorectomy to treat chronic pelvic pain, enlarged fibroid uterus and suspected endometriosis on (B)(6) 2010 and a morcellator was utilized. In 2010, the pathology was negative for malignancy. In (B)(6) 2012, a pelvic mass was noted. On (B)(6) 2012, the pathology showed high grade sarcoma. The patient underwent 25 rounds of radiation therapy. On (B)(6) 2013, the patient underwent an exploratory laparotomy. Surgical pathology showed spindle cell sarcoma with leiomyosarcomatous differential, favor leiomyosarcoma. In (B)(6) 2015, there was no sign of recurrence during an office visit. No additional information was provided.